Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and 481mg/dl at the time of the call. Customer treated with the pump. Customer indicated that they didn't feel well and declined to further troubleshoot. The product will be returned.